Event description:
A patient with mass at appendix with atypical cells indicating possible cancer; presented for resection and underwent lap-assisted colectomy. After complete mobilization, a small incision was made right at the umbilicus in a transverse manner and the muscle was divided with a cautery. Mobilized bowel easily prolapsed up into the field. A gia was used to come across the bowel at 10 cm proximal to the ileocecal valve. The mesentery was taken down using sequential clamps. High ligation was performed of the ileocolic (right colic) artery using a suture ligature of 0 vicryl with a reinforcing 2-0 vicryl tie. The right branch of the middle colic was taken using a 2-0 vicryl suture ligature. A gia was then used to come across the proximal transverse colon. The specimen was removed. A side-to-side functional and end-to-end anastomosis was then created using 80-mm gia. There was no bleeding from the staple line. The ta 60 was used to close the enterotomy for the gia. A crotch stitch was placed using 3-0 vicryl at the other end of the anastomosis. The bowel was then placed back in the abdomen. All skin incisions were closed. He made slow progression in postoperative recovery. Seven days later, a CT scan showed an ileus, but no evidence of any leak or abscess. Two days after the CT, the pt had rapid a-fib, elevated wbc and signs of septic shock; work-up included abdominal (abd) CT which revealed pneumobilia (most likely source pneumobilia is ischemic bowel or other injury to the bowel). On re-operation, anastomotic leak was identified at the previous anastomosis and repaired. The patient continued to deteriorate post-operatively despite aggressive resuscitation efforts and passed away presumably from septic shock (no autopsy per family request).health professional's impression: anastomotic leak at site where gia80 stapler was used. No obvious problems were seen during the initial surgery.

Manufacturer narrative:
(B)(4), evaluation: aspiration bottom sensor worn-out from normal use. A correction through a follow-up correction and removal (B)(4) was issued to include installing a new software (v4). The new v4 software released with (B)(4) includes a design improvement for the aspiration bottom sensor. With v4, the cd sapphire will execute sensor checks to determine the status of the sensor and will generate an error message if an issue is detected.

Event description:
The customer stated that all the hematology patient results generated on the cell-dyn sapphire analyzer shifted 10% lower than expected. The field service representative resolved the issue by replacing a broken wire of the aspiration bottom sensor probe. No impact to patient management was reported.

Manufacturer narrative:
(B)(4), evaluation conclusion(aspiration bottom sensor worn-out from normal use) an investigation was conducted to evaluate this issue. No product deficiency or malfunction was identified and the issue was related to a worn-out part due to normal use. A mandatory technical service bulletin (tsb) is issued with instructions for field service to inspect and replace the part when necessary. The preventive maintenance procedures will be updated in the operators manual to include inspection of the aspiration probe sensor every six months and request replacement if required. A design improvement is in process to improve the cable and seal the board and switch assemblies.